Event description:
A report was received that the patient would have the entire system explanted due to discomfort at the pocket site. The patient did not want the pocket revised for fear that she would still have discomfort. The system was explanted and the patient is reportedly doing well.

Manufacturer narrative:
The devices in the complaint will not be returned to bsn because they were kept by the medical facility. This is the final report.